Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary customer returned (12) 3/10cc, 8mm, 31g walgreens syringes (2 loose, 10 in a sealed poly bag) with part of the shelf carton from lot # 9324122. Customer states that the needle hub separated into the needle shield. All returned syringes were examined and one of the loose samples was returned with the hub-needle/shield assembly separated from the barrel. All remaining samples were tested and no hub assembly separated from the barrel when the shield was removed. Customer states that the needle shield was difficult to remove. All returned syringes were examined and one of the loose samples was returned with the hub-needle/shield assembly separated from the barrel. All remaining samples were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 5.85 lbs. Syringe 2 4.83 lbs. Syringe 3 4.46 lbs. Syringe 4 5.51 lbs. Syringe 5 4.41 lbs. Syringe 6 4.73 lbs. Syringe 7 4.13 lbs. Syringe 8 4.03 lbs. Syringe 9 4.70 lbs. Syringe 10 4.83 lbs. Syringe 11 5.34 lbs. All removal forces fall within specification. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure the needle shield was difficult to remove. Bd was able to confirm the customer¿s indicated failure the needle hub separated into the needle shield. The automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9324122 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 05feb2020 to 08feb2020. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected) 2. Visual inspection every hour: missing component 3. Visual inspection every hour: damaged / defective components 4. Functional inspection every 2 hours: hub removal force if a defect is found during an inspection a quality notification is initiated maintenance dispatch (l2l) was reviewed, and no dispatches were created from05feb2020 to 08feb2020 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Also reported that the needle shield was difficult to remove. Lot #: 9324122. Catalog #: 928858. Date of event: unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Also reported that the needle shield was difficult to remove. Lot #: 9324122, catalog #: 928858, date of event: unknown.